Event description:
After deployment of the zenith components, a stenosis was noticed just below the bifurcation, near the junction of the limb of the main body and the iliac leg graft. Limb and leg graft were successfully ballooned, noting an improved diameter of the graft lumen. Due to the anatomical condition of the vessel, resulting in part from the straightening of the iliac artery with the device deployment, distal to the leg graft, the iliac vessel was very stenotic. In order to preclude future complications, and the possibility of the distal segment of the graft kinking off, a stent was deployed distal to the leg graft, smoothing out the vessel and creating an improved transition between the native vessel and the leg graft. After ballooning the stent, the procedure was concluded without detection of any endoleaks. Good flow through the graft was observed.